Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmers stylus failed to respond to the display. Reloaded and reconfigured software and was then able to recalibrate successfully. The programmer then passed all final functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus failed to respond to the display after multiple stylus re-calibrations. The programmer was returned for service. There was no patient involvement.